Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ip-pc failed in booting. Fse examined the system and found that there was malfunction with the ip-pc. Fse replaced the ip-pc. After replacement of ippc, the system was returned to use in good working order. ¿the codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the image processing pc (ippc) failed to boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.